Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The customer just received this chair and there was a hole in the seat upholstery.